Event description:
It was reported that the bd¿ syringe with precisionglide¿ needle leakage along the barrel plug. The following information was provided by the initial reporter, translated from chinese to english: extract the liquid medicine, and the liquid medicine flows out along the syringe barrel plug.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301942 and lot number 2106203. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation; however, no signs of leakage were observed.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with precisionglide¿ needle leakage along the barrel plug. The following information was provided by the initial reporter, translated from chinese to english: extract the liquid medicine, and the liquid medicine flows out along the syringe barrel plug.